Event description:
It was reported that the patient programmer was going through batteries like crazy for the past 2 weeks. The patient reports she changed batteries several times. The patient confirmed she did not get the patient programmer wet or dropped it. The patient reports she had return of symptoms and had to run to the bathroom and could not control it and make it to the bathroom over the weekend. The patient reports she could not use patient programmer to make adjustment. The patient reports she unplug antenna from patient programmer and turn patient programmer off. The patient reports if the vibration was not doing what it supposed to be doing or if she was not feeing it then she uses the patient programmer to make adjustment. It was later reported that day the patient was going through batteries three times per week. The patient was using rayovac alkaline batteries. Did not get wet. Anomaly appears to have occurred through product use. No indication of patient harm. It was reported a day later that the patient reports a loss of therapeutic effect. The patient states she called in yesterday regarding issues with patient programmer. The patient states she was overnighted a replacement interstim icon. The patient states she put new batteries inside replacement programmer. The patient states she was informed by repair that the patient would only have access to the last program the patient was on. The patient states her navigation button doesn't work. The patient states she cannot navigate to make changes. It was reviewed with the patient that they will need to see hcp (healthcare provider) in order to have access to other programs and to make changes to those programs. The patient states she can't go back to fl (florida) right now to see hcp. It was reviewed that the patient will have only access to the one program until she sees hcp. The patient states she has had a return of symptoms. The patient states she was going to the bathroom 4 times in an hour. The patient states "it acts like I'm not emptying my bladder." The patient states both of those symptoms were happening when the patient had old programmer. The patient states she was doing fine eight days before reported event date when she saw hcp. The patient was asked once again when did they begin having a return of symptoms. The patient states "it's kind of slowed up right now, it's intermittent, it's not a constant thing." The patient was asked would they state that it has been going on since the patient has had device implanted and the patient states no, she has been doing fine. The patient states the symptoms has only been since last wednesday which was seven days before reported event date. The patient states it doesn't matter what she drinks, which was maybe a cup of coffee or water or diet coke caffeine free once a day. The patient was having problems and doesn't know what was going on with her. Analysis results; resoldered the antenna jack as a preventive measure. It was noted that the device was tested to specs. Complaint was unverified.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fw05, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # neu_unknown_ prog, product type programmer, patient. (B)(4).